Event description:
Per the information provided to co by the physician's office, the device was removed due to a "fluid loss". As reported to us, the entire device ws removed and replaced with another mentor 2-piece inflatable penile prosthesis.